Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the catheter for evaluation. The sample was inflated with water and observed water leaking from the shaft. The sample was examined and a tear at the shaft was observed. The tear was examined under a microscope and noted to be long and rough. The tear looked like it was caused from the outside. It was unable to be determine how and when the problem occurred. Per dimensional evaluation, the length of the tear was 1cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water leaked from the catheter 3 days after placement. A nurse later noted that there was damage around the bifurcation area of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked from the catheter 3 days after placement. A nurse later noted that there was damage around the bifurcation area of the catheter.